Manufacturer narrative:
Qn# (B)(4). The reported complaint of "helium loss alarm" was confirmed upon investigation of the returned sample. The customer returned a pcs a ssembly (p/n 96-3006-001, s/n (B)(6) ). The sample was returned in a brown cardboard box with protective shipping packaging (inp-1 through inp-4). Visual inspection of the pcs assembly was performed (inp-5 through inp-12), and dried blood/condensation was noted inside the outlet port (inp-9), vent port (inp-10), drain port (inp-11) and the face seal plate/bellow port (inp-12). All valves were individually tested by powering them on and off using an external power supply, and the vent valve, drain valve and fill valve were found to be very sticky. Dried blood was noted inside the manifold and pneumatic valves which potentially created a blockage inside the pneumatic system. Further functional testing could not be performed due to blood contamination. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the dried blood buildup inside the pcs assembly. The root cause of how the dried blood entered the pcs assembly is undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "while performing a demonstration, the pump start displaying helium loss alarm". No patient involvement.

Event description:
It was reported that "while performing a demonstration, the pump start displaying helium loss alarm". No patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "while performing a demonstration, the pump start displaying helium loss alarm". No patient involvement.